Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Sample not available.

Event description:
It was reported by a patient mother that our inline suctions that were once kimberly clark brand were switched to a cheaper feeling halyard brand and packaged inside kimberly clark packaging. Per the mother the son is able to pop this piece off multiple times a day. The mother indicated the patient has placed this piece in their mouth numerous times and feels that this is a choking hazard. The customer has been unable to provide details on the number of times the event has occurred. No additional information available.